Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower right side of pelvis/ left side of pelvis') in a 29-year-old female patient who had essure (batch no. 869754) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia areata, amenorrhea, pharyngitis, anemia and right lower quadrant pain. Current weight 143 lbs. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2011; for migraine: tylenol in 2007; for an unreported indication: nuvaring from 2003 to 2009. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included herpes simplex since (B)(6) 2013, sore throat, cough, nasal congestion, offensive vaginal discharge, pharyngitis, conjunctivitis allergic and allergic rhinitis. Concomitant products included triamcinolone acetonide (kenalog) since (B)(6) 2013 for alopecia as well as ascorbic acid from 2011 to 2013, benzoyl peroxide;erythromycin (erythromycin benzoyl peroxide) since 2013, biotin from 2011 to 2013, folic acid from 2011 to 2013, medroxyprogesterone acetate (depo provera) from december 2011 to june 2012, retinol from 2011 to 2013, triamcinolone acetonide since 2013, vitamin b12 nos (vitamin b 12) from 2011 to 2013 and zinc from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / periods twice a month lasting 7 days each time"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On an unknown date, the patient experienced menometrorrhagia ("irregular cycles/ periods twice a month lasting 7 days each time"), headache ("headaches"), abdominal distension ("bloating"), arthralgia ("hip popping"), abdominal pain lower ("cramps / cramping"), dizziness ("dizziness"), pain in extremity ("sharp pain running down the leg on my right side") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, menometrorrhagia, headache, arthralgia, abdominal pain lower and abdominal pain had resolved and the iron deficiency anaemia, vaginal haemorrhage, weight increased, abdominal distension, migraine, alopecia, nausea, dizziness and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, dizziness, headache, iron deficiency anaemia, menometrorrhagia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion: (B)(6) 2011 and 2012. Date of removal: (B)(6) 2015 and 2013. Visible coils showing within the endometrial cavity right 0 coils left 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2012: bilateral incomplete blocked; on (B)(6) 2012: bilateral essure implants in satisfactory location. No contrast is visualized in the bilateral fallopian tubes or peritoneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: alopecia, pelvic pain, migraine, abdominal pain lower. Lot number: 869754, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event abdominal pain was added. Outcome of the event pelvic pain, abdominal pain and menorrhagia were updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower right side of pelvis/ left side of pelvis') in a 29-year-old female patient who had essure (batch no. 869754) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia areata, amenorrhea, pharyngitis, anemia and right lower quadrant pain. Current weight 143 lbs. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2011; for migraine: tylenol in 2007; for an unreported indication: nuvaring from 2003 to 2009. Past adverse reactions to the above products included pregnancy with mirena. Concurrent conditions included herpes simplex since (B)(6) 2013, sore throat, cough, nasal congestion, offensive vaginal discharge, pharyngitis, conjunctivitis allergic and allergic rhinitis. Concomitant products included triamcinolone acetonide (kenalog) since (B)(6) 2013 for alopecia as well as ascorbic acid from 2011 to 2013, benzoyl peroxide; erythromycin (erythromycin benzoyl peroxide) since 2013, biotin from 2011 to 2013, folic acid from 2011 to 2013, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012, retinol from 2011 to 2013, triamcinolone acetonide since 2013, vitamin b12 nos (vitamin b 12) from 2011 to 2013 and zinc from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia / periods twice a month lasting 7 days each time") and nausea ("nausea"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("iron deficiency anemia"). On an unknown date, the patient experienced headache ("headaches"), abdominal distension ("bloating"), menstruation irregular ("irregular cycles/ periods twice a month lasting 7 days each time"), arthralgia ("hip popping"), abdominal pain lower ("cramps / cramping"), dizziness ("dizziness") and pain in extremity ("sharp pain running down the leg on my right side"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, abdominal distension, migraine, iron deficiency anaemia, alopecia, vaginal haemorrhage, menorrhagia, nausea, dizziness and pain in extremity outcome was unknown and the headache, menstruation irregular, arthralgia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dizziness, headache, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery discrepancy noted in date of insertion: (B)(6) 2011 and 2012. Date of removal: (B)(6) 2015 and 2013. Visible coils showing within the endometrial cavity right 0 coils left 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2012: bilateral incomplete blocked; on (B)(6) 2012: bilateral essure implants in satisfactory location. No contrast is visualized in the bilateral fallopian tubes or peritoneal cavity. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: alopecia, pelvic pain, migraine, abdominal pain lower. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received: new events added: migraines / headaches, iron deficiency anemia, abnormal bleeding (vaginal), menorrhagia, nausea, hair loss, hip popping, cramps, dizziness, pain in legs. Event onset date, outcome were added. Lot number were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('allergic or hypersensitivity reaction type: metal/metal tooth filling') and hypoaesthesia ('neurological conditions or problems type: back numbness') in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding (abortion), fibroadenoma of breast and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gas bloating"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced fibromyalgia ("other injury(ies) or complication(s) please describe: fibromyalgia"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and breast tenderness ("hormonal changes describe: breast tenderness"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced escherichia infection ("infection (other) describe: e-coli"). On an unknown date, the patient experienced menopausal symptoms ("hormonal changes describe: menopause symptoms") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy, spinal fusion and tooth extraction). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menopausal symptoms, vaginal haemorrhage, menorrhagia, pruritus, dry skin, migraine, ovarian cyst, nausea, dysmenorrhoea, fatigue, hot flush, night sweats, mood swings and breast tenderness had resolved and the allergy to metals, hypoaesthesia, female sexual dysfunction, escherichia infection, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, breast tenderness, constipation, dry skin, dysmenorrhoea, escherichia infection, fatigue, female sexual dysfunction, fibromyalgia, hot flush, hypoaesthesia, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: visualization of 3 calls to 4 coils on the left tube. Then the same procedure was repeated on the right sloe on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure placement: as per mr; on (B)(6) 2012: total bilateral occlusion. Lot number: 952107 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain, headache, weight increased, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, headache, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.